Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown locking screw. Device broke intra-operatively and was not fully implanted or explanted. (B)(6). Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a 2.4mm variable angle locking compression (va-lcp) two column distal radius plate and associated 2.4mm locking screw would not engage in locking mode at the two most distal/radial column holes. The surgeon originally drilled through both holes without the use of a drill guide. After the failure to engage was encountered, the surgeon re-drilled with the variable angle (va) universal guide, but locking between the plate and the screw were still not achieved. The screw broke off and remained in the patient. Another screw was used and the procedure was completed successfully with a 14 to 30 minute delay. This report is for one (1) unknown locking screw. This report is 3 of 3 for (B)(4).